Manufacturer narrative:
The device was returned and based on this investigation the complaint was confirmed. It was reported that the part left biomet in a conforming condition and it appears that the "crack " may have developed during improper or rough use. Review of DHR found no deviations or anomalies. Review of complaint history found three similar complaints associated with this item (catalog) number. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert for surgical instruments and instrument cases list under care and handling of instruments: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Following review, no new risks were identified. Zimmer biomet complaint (B)(4).

Event description:
It was reported that during a primary tha, the black plastic handle of the taperloc stem inserter developed a crack. Another taperloc stem inserter was available and used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.